Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Root cause and corrective action are documented under CAPA system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device [6840542] number, and no non-conformances were identified. H10 additional narrative: added: d4 (lot #), d9 and h4 corrected: h1, h3 and h6 (device code).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that instruments were broken, used in surgery and the surgery time was not delayed.